Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that she used u by kotex sleek regular tampons and experienced her tampon stretching out with pain upon removal. The consumer believes that she is experiencing a possible infection with vaginal discharge and odor. The consumer sought medical attention for testing. The consumer reports that the pain has since lessened from severe to a dull pain.